Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer had done several infusion set changed the day prior as well as the day that the call was made. The customer had gone through six to seven infusion sets due to the no delivery alarms. The customer's blood glucose was 225 mg/dl. Troubleshooting could not be performed because the alarm was a past event already resolved by a complete set change. Advised customer to call at the time the alarm occurred in order to troubleshoot. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.